Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s charging pad would no longer charge the ilet, and the replacement ilet could not be powered on due to the same charging issue with the pad. Symptoms included no device function due to loss of power. Outcomes included replacement supplies shipped to restore therapy continuity. Investigation included customer troubleshooting and assessment of charging accessories and power functionality. Investigation of this case revealed a suspected malfunction of the external charger that resulted in the ilet not receiving charge and not powering on. It was concluded, based on previously established findings for similar reports, that the cause was a charger accessory malfunction leading to device power loss.